Event description:
The user facility reported to the company representative that a patient contracted a "rare disease" after a bronchoscopy procedure involving an unknown model number company's scope. On follow up with the customer, the disease was identified as mycobacterium abscessus, a water-borne pathogen. The reporter stated that through their investigation they have not been able to establish a link between the patient's culture specimen taken at the time of the bronchoscopy procedure and the device in question. The reporter stated they do not have results of a culture of the scope, and their internal investigation is ongoing.